Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. This rv lead was replaced with a non-boston scientific model in the left bundle branch placement. No additional adverse patient effects were reported.